Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with right lateral subcoronal pain. A revision surgery was performed, during which the physician confirmed impending erosion of the right cylinder and noted that the patient is known to chronically keep the device inflated. The cylinders were removed and replaced. The original reservoir was retained, drained, and refilled, and the prosthesis was successfully inflated during testing. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and erosion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with right lateral subcoronal pain. A revision surgery was performed, during which the physician confirmed impending erosion of the right cylinder and noted that the patient is known to chronically keep the device inflated. The cylinders were removed and replaced. The original reservoir was retained, drained, and refilled, and the prosthesis was successfully inflated during testing. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.